Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the device model and serial number.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room on two separate occasions with chest pains, dyspnea and vertigo which resulted in syncopal events. The first episode caused the patient to fall and hit her head and neck. The patient has a history of intermittent episodes of vertigo and she reported that she had run out of her prescribed medicine. The patient has congestive heart failure (chf), coronary artery disease (cad) and is on an extracorporeal membrane oxygenation (ECMO) machine. The cause of the syncopal events is unknown. No additional adverse patient effects were reported.